Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged the brake caster will still move while the brake is set. No pt impact.